Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI number added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an unknown surgery. During the surgery, the brand-new drill bit broke. So, a second drill bit was opened and used. Both drill bits were discarded. There is no additional information, no patient consequence and no signs, symptoms or patient involvement to report at this time. This report is for one (1) drill bit ã¸1.1 l56/39 f/core hole. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. D4: primary UDI number unknown, device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot. Part:03.130.202s. Lot:251l383. Manufacturing site: werk selzach. Supplier:(B)(4). Release to warehouse date:20 nov 2023. Expiration date: 01 nov 2033. A manufacturing record evaluation was performed for the finished article lot and no non-sterile part # 03.130.202. Non-sterile lot # f-34901. Manufacturing site: werk selzach. Supplier:(B)(4). Release to warehouse date:13 may 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.